Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the oxygenator leaked. There was a leak at the junction between the pump body and the oxygenator. Equip medical uses several clamps (colson) to seal the leaks. This incident caused a temporary decrease in the flow of the ECG without any consequence for the patient. Additionally, the facility stated that, the leak was at the connection of the tubing from the outlet side of the pump connects to the blood inlet port of the oxygenator. They cannot confirm a wrong connections as root cause for the leakage, and they also confirmed that the blood inlet port of the oxygenator was according to the specification. The product was not changed out. Procedure was completed successfully. There was a blood loss but the amount was not quantified.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on august 12, 2021. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 10, 11, 3331, 3201, 19). Type of investigation #1: 10 - testing of actual/suspected device. Type of investigation #2: 11 - testing of device from same lot/batch retained by manufacturer. Type of investigation #3: 3331 - analysis of production records. Investigation findings: 3201 - installation problem identified. Investigation conclusions: 19 - cause traced to user. The affected sample was inspected upon receipt with no visual anomalies with the tubing still attached. It was also observed that the tubing for the blood inlet was 3/8" x 1/16" which is a thinner wall than usually used. The sample was then pressurized with the returned tubing without tie bands and leakage at low pressure was observed. One tie band was added which slowed the leak and two tie bands stopped the leak. The sample was able to withstand 1000mmhg with two tie bands. A representative retention sample was reviewed and the blood inlet port was fully intact with no damage. The root cause of this event is inadequately secured connection to the oxygenator. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.